Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and ordered them an exchanged unit. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported a speaker error and they needed a replacement speaker. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and ordered them an exchanged unit to resolve their issue. A bench repair form had been sent out to the customer to further evaluate the unit; however, it eventually expired when there was no response from the customer, the case was closed. At a later point, the customer responded and returned the unit to an authorized philips bench repair facility. The unit was evaluated by a philips bench repair technician (brt). Results of functional testing indicate no sound at start up. Additional diagnostics showed failure in the mx 56060 tool, along with speaker alarm errors displayed on the device. Based on these findings, the unit was scrapped. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and ordered them an exchanged unit to resolve their issue. A bench repair form had been sent out to the customer to further evaluate the unit; however, it eventually expired when there was no response from the customer, the case was closed. Based on the information available, the cause of the reported problem was not confirmed as the device was not returned to bench repair for further evaluation. The reported problem was not confirmed. The philips bench repair form eventually expired as there was response from the customer. The cause of the reported problem remains unknown. If additional information is received the complaint file will be reopened.